Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, moderately calcified and moderately tortuous lesion in the proximal portion of the left anterior descending artery. The 10mm x 2.25mm wolverine coronary cutting balloon ruptured when it was inflated to four atmospheres. The procedure was successfully completed with another of the same device without further issue or patient injury.